Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device the unit would not power up in either ac or battery modes. The complainant indicated that there was no patient involvement in the reported malfunction.